Manufacturer narrative:
Foreign: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the programmer was showing that the battery was low and would not synchronize with the implant. They were seeing a question mark and low ins battery life. The battery life was good for up to 120 months according to the doctor. It was noted that the patient had to try about four or five times to synchronize with the ins. The programmer was replaced, and the issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.